Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient passed out due to low blood glucose levels on (B)(6) 2024. Patient stayed at hospital for less than 24 hours. Blood glucose levels were 31mg/dl at the time of hospitalization. Intravenous insulin was provided at the hospital. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.